Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/07/2021.

Manufacturer narrative:
The peritoneal dialysis infection occurred on an unspecified date in early (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal dialysis infection. The cause of the event was reported as bacterial infection. On an unreported date, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.